Event description:
The user facility reported that during a patient procedure which included use of their smartband multi-band ligation system an area of bleeding in the patient's throat was noted. No medical intervention was administered. The patient is reported to be doing fine. The procedure was completed successfully utilizing the ligation system.

Manufacturer narrative:
The ligation system subject of the reported event will be returned for evaluation. The device history record was reviewed and confirmed that the device was manufactured to specification. There have been no other complaints associated with this lot. Intelligent endoscopy's distributor will offer in-service training on the proper use and operation of the smartband multi-band ligation system. A follow-up MDR will be submitted should additional information become available.

Manufacturer narrative:
The ligation system subject of the reported event was returned for evaluation. The evaluation confirmed that the device was smooth as designed and no abnormalities were identified. The reported event is likely attributed to the intubation process of the patient during the procedure. No additional issues were noted.